Event description:
Additional information was received. They reported, that the indication for the device use was urinary urge. Incontinence and urgency-frequency. It was unknown, if the retention worsened, as a result of the therapy. And it was also unknown, if catheterization was a standard of care, prior to the device. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary or bladder dysfunction. 917: urge incontinence it was reported that the patient had retention. Hcp further explained that patient was  seen in hospital (B)(6) 2024, 1l retention and traumatic catheter removal with replacement. It was state that this was possibly related to the device or therapy but not related to the implant procedure and not due to programming, most recent interrogation prior to event was (B)(6)2023. Referred from ER specify results: pt seen in clinic, programming checked.f/u in 3mo date of test: (B)(6) 2024. Reprogrammed specify action: increase ma to 2.4 on  (B)(6) 2024 and the event is ongoing.

Event description:
Additional information was received. It was reported that the patient was seen on (B)(6) 2024 and programming was done. The patient was pleased with the result. They were scheduled to go into the clinic on (B)(6) 2024, but the patient reported on (B)(6) 2024 that they would like to cancel. The issue was resolved without sequelae (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.